Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residues on the air/water channel and on the auxiliary channel, also had image noise. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer's allegation and newly found issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Regarding the white residues on the air/water channel and on the auxiliary channel, the identity of the foreign material and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an e216 scope communication error code and no picture. The issue occurred during inspection for use. There were no reports of patient involvement.